Event description:
Post delivery, pt trying to reposition self in bed (move towards head). The lift-off foot section dropped straight down allowing pt's legs and hips to descend towards floor. The pt's trunk area remained intact on bed and no fall/injuries were sustained. The lift-off foot section was re-attached and secured in brackets and audible click noted. Second concern: pt(s) are experiencing difficulty with securing/maintaining legs in stir-up(s) during birthing procedure. Recommendation: have requested the hill-rom rep to return for additional in-services on the birthing beds (to include all staff using beds).